Event description:
It was reported that the 9600 system had poor image quality. No patient injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The image processor and the fast scan convertor board were replaced during the service call. The system was tested, and found to be working as intended, and put back into service. This MDR is related to ge healthcare complaint.